Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. The instrument was found with grip cable loose at the distal clevis. Grip cables were found broken at the idler block inside housing. Failure analysis concluded that the damage may be due to mishandling during cleaning process. Corrosion was found on the clamping pulley. Failure analysis investigation also found the following damages: the instrument's clamping pulleys was corroded/contaminated. Multiple clamping pulleys exhibited corrosion around the screw head and by the bearing area with orange color like. Failure analysis concluded that the corroded/contaminated damage may be due to improper cleaning. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal a rough surface finish. The scratches were short in length and not aligned with the tube. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Warning: endowrist instruments, accessories, and endoscopes should be handled and operated by trained personnel. Handle with care. Avoid mechanical shock or stress that can cause damage to the device.

Event description:
It was reported that during a da vinci hysterectomy procedure, it was identified that the wire broke, broken by the endowrist on the tenaculum forceps instrument. There was no patient harm, adverse outcome or injury reported.